Event description:
Three catheters have small holes appeared in subcutaneous port of catheter (between cuff and entrance in cv). The holes are round or they have shape of little slash-short line.

Manufacturer narrative:
A complaint history review could not be completed because the lot number was not provided. The product was discarded and will not be returned to the manufacture.